Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a red, itchy, weeping, non-raised rash under the entire device. The pt experienced the condition during a period of one week prior to complaint receipt. Pt obtained some relief using a no-sting skin barrier and stomahesive powder with a 4 inch eakin seal. Recommended use of cut-to-fit skin barrier. Pt outcome was not noted.